Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china had foreign matter in the syringe. The following information was provided by the initial reporter: the nurse opened the package when adding the medicine and found a white foreign matter on the wall of the 20ml (bd) syringe.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1902165. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, (B)(4)retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were evaluated and no signs of foreign matter were observed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd (B)(6) had foreign matter in the syringe. The following information was provided by the initial reporter: the nurse opened the package when adding the medicine and found a white foreign matter on the wall of the 20ml (bd) syringe.